Manufacturer narrative:
(B)(4) it was reported that the catheter could not be deflected toward one direction during creating the brock line for the right pulmonary vein (rpv). The catheter issue was confirmed outside the patient¿s body and it was found that the catheter could not be deflected as intended. The issue was resolved by exchanging the catheter. The procedure was completed without patient consequence. Upon receiving, the catheter was visually inspected and the peek housing - tip transition was cracked. Further investigation revealed that pu (adhesive) was applied before the area was damaged. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing from leaving the facility. Based on the evidence, the rupture section looked like an external force was applied while maneuvering the catheter. No detached sections were observed. Also reddish brown material similar to human blood was observed. These conditions were not originally reported by the customer. An internal investigation has been opened to address this issue. Then per the reported event the catheter was tested for deflection and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and the peek housing and tip lumen is cracked device malfunction occurred. It was reported that the catheter could not be deflected toward one direction during creating the brock line for the right pulmonary vein (rpv). The catheter issue was confirmed outside the patient¿s body and it was found that the catheter could not be deflected as intended. The issue was resolved by exchanging the catheter. The procedure was completed without patient consequence. Upon visual inspection of the returned complaint catheter on (B)(4) 2014, the bwi failure analysis lab noted that the peek housing and tip lumen transition is cracked opened with reddish brown material inside the lip area. The event was originally considered non reportable. However, the returned catheter condition noted on (B)(6) 2014 has been assessed as reportable. The awareness date was updated for this record from (B)(4) 2014 as when the issue was found from the bwi failure analysis lab.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).